Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report that during preparation of the cds, the lock lever was leaking. It was reported that during preparation of the clip delivery system (cds), water sprayed from the lock lever cap. The cap was screwed crooked and difficult to open with pliers. It was not possible to screw the cap back on due to the defective thread. The physician decided not to use the cds and another cds was used for the procedure. The procedure was successful. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficulty unthreading the lock lever cap, inability to screw the lock lever cap back on fully and the tilted lock lever cap associated with the defective thread. The reported tilted (crooked) cap resulting in leak however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the device analysis, the defective threads was likely the user¿s perception for the cause of the tilted cap and the difficulty and inability to loosen and thread the cap back on fully. The investigation determined that the difficulty unthreading the lock lever cap, inability to screw the lock lever cap back on fully and tilted lock lever cap resulting in the leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6. Health effect impact code 2199 removed and 2645 added.